Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, inflammation, nodules, and rupture.

Event description:
Patient reported right-side pain. Later, patient reported inflammation, nodules, rupture and a cyst that appeared after the implant was removed. The device has been explanted.